Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using MRI power port isp. During a port placement procedure, the catheter allegedly found to be leaking. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the preparation table with partial view of catheter tube along other components. It cannot be concluded if any leaks can be observed from the catheter tube by visual analysis. No other anomalies were identified. Therefore, the investigation is inconclusive for the reported fluid leak as the photo evidence provided is not sufficient to confirm the reported event. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using MRI power port isp. During a port placement procedure, the catheter allegedly found to be leaking. The procedure was completed using another device. There was no reported patient injury.